Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation was unable to confirm the reported bending section cover damage as the bending section cover was already removed from the scope. In addition, olympus was unable to find any signs of foreign material/substance inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, and nozzle when inspected with an olympus boroscope and telescope test equipment; however, tear marks were noted inside the channel wall at the distal end causing the scope to leak. There were also no signs of foreign substance/materials found with the insertion tube, distal end cover, light guide lens/glue, objective lens/glue. The scope was serviced and returned to the user facility. The cause of the reported event is likely attributed to user handling. The instruction manual for use provides several warning and caution statements in an effort to prevent scope damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.1, ¿troubleshooting guide¿ on page 92. If the irregularity is still observed after inspection, contact olympus. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during an unspecified endoscopy procedure, black flakes from the bending section rubber towards the tip of the scope, fell inside the patient¿s gastrointestinal tract. It is unknown if the device fragments were retrieved. There was no patient injury reported.